Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient called stating that she had an MRI in late november and after the first set of scans, she felt some heat/uncomfortable sensation at her battery site and they decided to stop the scan. The patient then met with a surgeon, who said she could not read her MRI or the MRI report off the road that she brought. The md then ordered her another MRI at his office for a few weeks from now. The patient wanted to make sure there was nothing wrong with her stimulatorthat would cause discomfort. She has had mris before with no issue. The rep checked lead impedance and everything was fine. The rep asked her to show me how she puts her stim into MRI and she did so correctly. No further actions were taken and the issue was considered resolved.